Manufacturer narrative:
The complaint was confirmed by review of in-vivo data, the sensor performance was below the self-test limits due to loss in chemical performance. The malfunction was confirmed. The likely cause is because of lack of glucose response from the hydrogel due to insufficient hydration.

Event description:
On (B)(6) 2019, senseonics was made aware that the sensor has to be removed due to early sensor retirement.